Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial lead was returned. Electrical testing did not find any indication of conductor fractures but shorting was found due to procedural damage for both portions of the lead. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also reported that the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. Both ra and rv leads were explanted and replaced. The patient was in stable condition.